Manufacturer narrative:
The customer¿s report of the pump module shutting down without alarming was not confirmed as an alarm was recorded in the logs and the device was later shut down by the user. A review of the pcu logs showed that the pump module was programmed for maintenance ivf using guardrails IV fluids at 1:35 pm, prior to the reported error event. At 2:36 pm, a ¿channels disconnected¿ alarm occurred and the device was removed. At 2:38 pm the infusion was reprogrammed at a higher rate, and at 2:44 pm the pump was channeled off by the user. Visual inspection including use of magnification confirmed the iuis had a substantial amount of contamination, with green deposits and fibers on several female iui connector pins. Functional testing was unable to replicate the ¿channels disconnected¿ alarm or the device shutting down without alarming. The probable cause of the reported event was contamination on the female iui connector pins leading to a power loss. The root cause of the contamination was not determined.

Event description:
The customer reported that the nurse entered the patient's room one hour after starting an infusion and noticed the device was turned off. The user programmed 1 liter saline solution for the second time, returned to the patient's room an hour later and found the device off again without any alarms noted. There was no report of patient harm. The facility's biomed tested the device; the battery capacity was checked and was fully charged. The reporter stated that the device might have been turned off by the patient.

Manufacturer narrative:
The customer¿s report of the pump module shutting down without alarming was not confirmed as an alarm was recorded in the logs and the device was later shut down by the user. A review of the pcu logs showed that the pump module was programmed for maintenance ivf using guardrails IV fluids at 1:35 pm, prior to the reported error event. At 2:36 pm, a ¿channels disconnected¿ alarm occurred and the device was removed. At 2:38 pm the infusion was reprogrammed at a higher rate, and at 2:44 pm the pump was channeled off by the user. Visual inspection including use of magnification confirmed the iuis had a substantial amount of contamination, with green deposits and fibers on several female iui connector pins. Functional testing was unable to replicate the ¿channels disconnected¿ alarm or the device shutting down without alarming. The probable cause of the reported event was contamination on the female iui connector pins leading to a power loss. The root cause of the contamination was not determined.

Event description:
The customer reported that the nurse entered the patient's room one hour after starting an infusion and noticed the device was turned off. The user programmed 1 liter saline solution for the second time, returned to the patient's room an hour later and found the device off again without any alarms noted. There was no report of patient harm. The facility's biomed tested the device; the battery capacity was checked and was fully charged. The reporter stated that the device might have been turned off by the patient.